Manufacturer narrative:
Concomitant medical devices: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A patient reported via a manufacturer representative (rep) on (B)(6) 2015 stating that they were not getting effective stimulation, noting that they had several falls. Impedances were stated to be "all good", but x-rays had been done and showed that both leads were pulled out. The leads would need to be revised, and the estimated revision date was 3-4 months from the report. The leads were implanted, out of service, and would be replaced in the future. A supplemental report will be submitted if additional information is received.